Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/27/2018. (B)(4). Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician reported the touchscreen had operation failure. There was no patient involvement.